Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the outcome of the peritonitis was unknown. Treatment was not reported. No further detail was provided regarding whether the patient was hospitalized for the event or if dianeal/extraneal therapies were ongoing. No additional information is available.